Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 155, 231 and 218 mg/dl. Tests were done within 10 minutes. "Patient did a solution test with a result of 112 (range 91-141)." Patient did not experience any adverse events. No further information has been reported.